Event description:
An initial event notification was received by sequel med tech, llc, on 16-feb-2026 and forwarded to millyard advanced medical products, llc, on the same day. The user reported a fingerstick blood glucose value over 600 mg/dl after exchanging the twiist cassette and cleo 90 infusion set. The user did not check for ketones and did not require emergency services. The user reported changing their cleo 90 infusion site to try to resolve the reported event. The user remains ongoing on the twiist automated insulin delivery system.

Manufacturer narrative:
Based on the information available for assessment, a relationship between the twiist automated insulin delivery (aid) system and the reported event cannot be confirmed. The investigation is ongoing; therefore, system functionality cannot be verified at this time. However, this event is not being reported to the FDA as a device malfunction because the user changed their cleo 90 infusion site to attempt to address their elevated blood glucose. The user remains ongoing on their twiist pump. The cleo 90 infusion set is distributed by millyard advanced medical products, llc, for use with the twiist aid system. No components or additional information relevant to the reported event have been made available to millyard advanced medical products, llc, at this time.